Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient's fill volume was set to 2200ml and their ultrafiltration for cycle five was 2871ml. The tidal volume was set at 80%. The patient reported having no symptoms. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(46). Additional information: the device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified in the event log review as a high drain 105 alarm. The homechoice device received a returned instrument testing evaluation (rite), including functional testing of the device. The unit passed all check and calibration tests successfully during service. Power on self-test and one hour therapy was completed without error or alarm. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.